Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has pain at the ipg site. Surgical intervention took place on (B)(6) 2020 in which the ipg was repositioned to address the issue. Further follow up indicates the pain has resolved.